Event description:
Related manufacturer reference number: 1627487-2022-00324. It was reported that the patient underwent surgical intervention wherein the entire scs system was explanted as they physician stated the system was non-functional.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and event information.

Manufacturer narrative:
Corrected data b5: this device is no longer reportable as analysis confirmed no issues with the returned ipg.

Event description:
Additional information received stated that following analysis of the returned device by the product performance engineering (ppe) group, the ipg was found to have exhibited normal device characteristics.